Manufacturer narrative:
Three opened and used reservoirs were inspected and no anomalies were found with the snap cap or septum. An occlusion test was run and the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was over 400 mg/dl. The customer tried to treat himself by giving boluses. The customer stated that the alarms occurred after changing the infusion set and that they occurred while filling the tubing. Troubleshooting was done. Advised customer to run a manual prime, and the insulin pump alarmed no delivery again. Advised that the insulin pump needed to be replaced. The customer declined a replacement insulin pump. Advised that changing the customer's reservoir had resolved the issue. Advised that replacement supplies would be sent. Nothing further reported.